Event description:
On (B)(6) 2013, it was reported to animas that allegedly the pump display is very dim. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Unrelatd to the initial complaint, a crack along the battery compartment threads was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.